Event description:
Following a stent and angioplasty procedure the angio-seal device was inserted. The deployment was uneventful. The pt was very anxious and was heavily medicated for the 2-1/2 hour procedure. Within 15 minutes after arrival on the floor, her hemoglobin dropped from 11 to 2 and she subsequently died. The autopsy revealed no damage to the vessel. The cause of death was listed as "massive retroperitoneal femoral bleed." The pt was anticoagulated with reopro with an act of <300.